Event description:
Vaginal speculum broke while opening it, internal to the pt. The break occurrred on a portion of the device that was external to the pt. There was no adverse event. There was no injury to the pt.